Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller stated the recharger connects to the ins, but it's not charging. The caller clarified that the controller showed excellent recharge quality for about 30 minutes, went to poor recharge quality and then showed they had to reconnect. The caller stated when they had to reconnect with the ins it was "taking forever" to read it. The caller indicated they tired another recharger with the same results and the controller connected with the ins just fine. The caller stated the ins is in the patient's stomach, is easily palpated but does move when trying to recharge so currently they are trying to have the patient place their hand against the ins. The caller then stated there is no swelling at the site and it looks normal. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the recharging issues and their ins moving was due to the way the device was implanted. The patient had to use the belt tight to resolve the charging issues and it was noted that the issues had resolved. No further complications reported.